Event description:
It was reported that there were concerns regarding premature battery depletion of this cardiac resynchronization therapy pacemaker (crt-p). Furthermore, there were differing longevity estimates given over the last three years. Data analysis was performed, and it was found that the right ventricular (rv) and left ventricular (lv) lead impedances have been lower and out of range recently which has caused a slight increase in power. At this time this crt-p system remains in-service. No adverse patient effects were reported.